Manufacturer narrative:
Product complaint: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The strand pulled off the needle when the user re-positioned the needle on the needle holder and after some performed stitches. Use of another device to complete the procedure. There was a delay of the procedure. No adverse patient outcome reported.

Manufacturer narrative:
(B)(4). Additional investigation summary: it was received for analysis an empty opened foil, a paper lid, a winding former, a detached needle and a suture of product code t4682, lot pck900. During the visual inspection of detached needle, the swage and attachment area were noted to be as expected. The barrel hole was examined under 20x magnification and remnant suture was noted and the suture end is severely cut (damaged), resulting in a clip off defect. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample conditions, the assignable cause of the pull off - suture needle is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking.